Event description:
It was reported that during a procedure, two fibers were broken at the opposite end of the connector and three blast shields of the console were damaged. There was no more cutting or coagulation. The procedure was aborted, and procedure was rescheduled. The patient was stable under general anesthesia at the time of the incident. Six days after the procedure, the patient was re-hospitalized for hematuria. The patient was treated at the hospital for several days; however, no transfusion was required. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
There was no device available for analysis; therefore, the reported complaint was not confirmed. The three blast shields returned, and the visual analysis identified that these blast shields were damaged in the center with burnt marks. The metal shaft bodies seem to be in good physical condition. Based on the information provided, it is most likely the damaged blast shields could have affected the device performance leading to the event experienced by the customer. A device history record confirmed that the device met with all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review did not reveal any evidence of device off-label use or failure to follow instructions. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure, two fibers were broken at the opposite end of the connector and three blast shields of the console were damaged. There was no more cutting, no more coagulation, making the procedure aborted and the operation rescheduled. The patient was stable under general anesthesia at the time of the incident. After that, the patient required re-hospitalization for hematuria, no transfusion was required.this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.